Event description:
It was reported the patient was not able to adjust stimulation. The patient stated that the screen blinks when he pushes the on button. The device would not shut off and caused the patient pain. Additional information has been requested, a follow-up report will be submitted if additional information becomes available.

Manufacturer narrative:
(B) (4).